Event description:
It was reported that a patient had a femoral endarterectomy plus femoropopliteal venous bypass and suture was used. On the third day post operative, during the night, the patient developed massive bleeding inguinally. The patient died from the bleeding in his bed. The surgeon states the reason for the bleeding was the knots untying. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eep652, mfg date: 05/01/2012, exp date: 01/31/2017; batch dhb126, mfg date: 07/01/2011, exp date: 07/31/2016; batch ece855, mfg date: 03/01/2012, exp date: 01/31/2017; batch edb577, mfg date: 04/01/2012, exp date: 01/31/2017; batch ecb183, mfg date: 03/01/2012, exp date: 01/31/2017; batch eae138, mfg date: 01/01/2012, exp date: 01/31/2017; batch ckp045, mfg date: 09/01/2010, exp date: 07/31/2015; batch cmb338, mfg date: 11/01/2010, exp date: 07/31/2015.

Manufacturer narrative:
(B)(4). Additional information: the patient's recovery was uneventful until (B)(6) 2012. The drains were removed from the patient and he was able to ambulate freely. In the evening of (B)(6) 2012, he developed a massive bleed in the region of the groin incision. Neither the patient or neighbor noticed. The patient was found dead in his bed. No autopsy was performed. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ble719 mfg date: 10/01/2009, exp date: 07/31/2014. Batch bkp911 mfg date: 09/01/2009, exp date: 07/31/2014. Batch bmp343 mfg date: 11/01/2009, exp date: 07/31/2014. Batch cjb860 mfg date: 08/01/2010, exp date: 07/31/2015. Batch dbb809 mfg date: 02/01/2011, exp date: 01/31/2016. Batch dje942 mfg date: 08/01/2011, exp date: 07/31/2016. Batch djr501 mfg date: 08/01/2011, exp date: 07/31/2016. Batch dmr536 mfg date: 11/01/2011, exp date: 07/31/2017. Batch eap626 mfg date: 01/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.